Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. The reported unable to grasp/capture leaflets and difficult imaging could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. The reported unable to grasp, unable to capture leaflets, and difficult imaging were due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), rotated heart, friable posterior leaflet, and severe mitral annular calcification (mac) for a mitraclip procedure. It was noted that imaging was challenging due to the rotated heart. Multiple grasp attempts were made in different locations. While closing the clip, the posterior leaflet was lost several times due to the friable tissue. At the end of the procedure, the tactile gripper (posterior gripper) could not drop. Troubleshooting was performed as per instructions for use (IFU), but the tactile gripper could not lower. After troubleshooting outside of the anatomy, the gripper functioned as intended. The physician decided to abort the procedure. The case was aborted for inability to capture an effective grasp. However, the gripper issue did finalize the decision in aborting the procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.